Event description:
The customer reported that the display was corrupted.

Manufacturer narrative:
The customer reported that the display was corrupted. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted, upon completion of the investigation.